Manufacturer narrative:
Complaint evaluation the manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Customer resolution and conclusion although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device turned off by itself. There was reportedly no patient involvement.